Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 drawer 4.1 and main drawer 6.2 were sticking during operation. Nursing staff expressed concern about the drawers potentially got stuck, caused difficulty when opening and closing them. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was stuck when opening. A field service engineer confirmed that half-height drawer 4-1 on the auxiliary cabinet would not fully open due to faulty rails, replaced the drawer, configured it in the application, and tested it in the hardware test application. The drawer was functioning properly and opens smoothly. The system functioned as intended after the field service engineer repaired the device.